Manufacturer narrative:
Complaint confirmed. The evaluation determined that the reported event was caused by damage to the control board. The damage was attributed to an overcurrent condition.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales rep via sems that smoke came from the unit of an ar-8305, synergy resection shaver console. There is no more information on case involvement or when the fault happened. No complaint intake form was submitted by the sales rep. More information to be advised.